Manufacturer narrative:
Reference: (B)(4). *investigation: x-review DHR. X-inspect returned samples . *analysis and findings: a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint. However, the unit was not functional due to damage. The unit's tube was damaged and bent. Due the bend the trigger was not able to operate properly and correlates with the problem description. The root cause for this complaint condition is end user handling error. The unit was clearly mishandled resulting in its trigger not being able to operate normally. *correction and/or corrective action the unit was repaired and returned to the customer at a charge. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to. *was the complaint confirmed? Yes. *preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Freeze switch is locking down and will not release. Order: (B)(4). Ref: (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Freeze switch is locking down and will not release. Order: (B)(4). (B)(4).